Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that the patient experienced a shortness of breath. An angiojet zelantedvt catheter was selected for a thrombectomy procedure in a patient with paget-schroetter syndrome with a short thrombus located from the right cephalic to subclavian vein. It was noted the thrombus was aged less than 10 days. Thrombectomy treatment was started for a continuous 34 seconds where the patient experienced a shortness of breath. Thrombectomy was stopped and vial signs were taken. Blood pressure, heart rate and o2 saturation were all normal and stable. Symptoms resolved a couple seconds after thrombectomy was stopped. Thrombectomy was started for another 16 continuous seconds and the patient again experienced a shortness of breath. Again, thrombectomy was stopped and vial signs were taken. Blood pressure, heart rate and o2 saturation were all normal and stable. The symptoms again resolved a couple seconds after thrombectomy was stopped. The remaining 26 seconds of treatment were performed 2 seconds at a time and patient tolerated it very well. It took 76 seconds in total of thrombectomy treatment to remove all of the thrombus. There were no failures or malfunctions of the product during the procedure. No other occurrences of shortness of breath happened. The physician was satisfied with the case and no further follow-up was required on patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient received no treatment for his symptoms. The patient had no other symptoms. The dyspnea stopped when thrombectomy was stopped. The patient was discharged per protocol.